Event description:
Repair request initiated for device with the report of detached foot. It was reported there was no patient involvement. Repair request escalated to product event based on reason for return.

Manufacturer narrative:
H3 product analysis: evaluation of the device determined that detached foot. The likely cause of the failure could not be determined. It was also noted that insertion difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.